Event description:
We received a report from a distributor stating that an mr370 reusable humidification chamber cracked after two days use. No patient consequence was reported.

Manufacturer narrative:
This report was prepared by rep. We are awaiting the return of the complaint device to complete our investigation.